Event description:
It was reported that an ilet device was not charging after the patient¿s caregiver replaced the cord, and the device failed to accept charge until instructed to connect the original cord to the charge pad and plug the pad into a wall outlet, after which the device powered on and began charging with glucose stable. Customer care provided support that included troubleshooting and user education over the phone. Investigation of this case revealed improper charging setup and user error, with the device functioning as intended when the correct charging configuration was used. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no alerts or alarms. It was concluded that the cause was user setup error.